Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited decreased sensing. An x-ray was performed which noted the right ventricular lead and right atrial lead were "pulled tight". The right ventricular lead was repositioned successfully on (B)(6) 2019. During the procedure, blood was observed within the insulation of the right atrial lead. The lead was explanted and replaced. The patient was stable throughout.